Event description:
It was reported that when the weather is bad, the patient¿s stimulation ¿goes up and the intensity goes up.¿ it was noted that this occurred while stimulation was turned on.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead. (B)(4).